Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml a false negative result was obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer reports issues with tubes - false negative, delayed positive, and isolates clumping in bottom."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0225034 d.4. Medical device expiration date: 2022-02-09 h.4. Device manufacture date: 2020-08-12 d.4. Medical device lot #: 0225030 d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown d.4. Medical device lot #: 0289198 d.4. Medical device expiration date: 2022-04-02 h.4. Device manufacture date: 2020-10-15

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml a false negative result was obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer reports issues with tubes - false negative, delayed positive, and isolates clumping in bottom."

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Batch 0289198. The batch history record review for batch 0289198 was satisfactory per internal procedures during manufacturing and inspection. Formulation, filling and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 0289198 (100 tubes) were available for inspection. No media defects were observed in 100/100 tubes from visual inspection. For investigation of this complaint, retention tubes were tested for growth support and antibiotic susceptibility of mycobacterium species per the standard performance protocol for material 245122 as listed in the certificate of analysis. Growth support and antibiotic susceptibility of all organisms tested in the retention tubes from batch 0289198 was satisfactory with positive results returned from the instrument within the expected times. Batch 0225034. The batch history record review for batch 0225034 was satisfactory and no notifications were generated during manufacturing and inspection. Formulation, filling and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for performance. Retention samples from batch 0225034 (100 tubes) were available for inspection. No media defects were observed in 100/100 tubes from visual inspection. For investigation of this complaint, retention tubes were tested for growth support and antibiotic susceptibility of mycobacterium species per the standard performance protocol for material 245122 as listed in the certificate of analysis. Growth support and antibiotic susceptibility of all organisms tested in the retention tubes from batch 0225034 was satisfactory with positive results returned from the instrument within the expected times. Batch 0225030. The batch history record review for batch 0225030 was satisfactory and no notifications were generated during manufacturing and inspection. Formulation, filling and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for performance. Retention samples from batch 0225030 (100 tubes) were available for inspection. No media defects were observed in 100/100 tubes from visual inspection. For investigation of this complaint, retention tubes were tested for growth support and antibiotic susceptibility of mycobacterium species per the standard performance protocol for material 245122 as listed in the certificate of analysis. Growth support and antibiotic susceptibility of all organisms tested in the retention tubes from batch 0225030 was satisfactory with positive results returned from the instrument within the expected times. No photos were received to assist with the investigation. No returns were received to assist with the investigation. Retention sample testing for growth support and antibiotic susceptibility was satisfactory and positive results were returned within the expected times. Bd will continue to trend complaints for performance. This complaint cannot be confirmed. H3 other text : see h10.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml a false negative result was obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that customer reports issues with tubes - false negative, delayed positive, and isolates clumping in bottom. ".